Manufacturer narrative:
H4: the lot was manufactured from june 26, 2019 - june 27, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The expected infusion time was forty-six hours; however, the actual infusion time was sixty-nine hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.